Manufacturer narrative:
H3: one cadd ms3 pump was repaired prior to the knowledge of a complaint about the pump "resetting to default, case and screen damage". The reported issue was confirmed. The screen, front housing, rear housing and other components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump was resetting to the factory default settings. No patient involvement event occured while testing.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump was resetting to the factory default settings. No adverse effects were reported.